Event description:
It was reported that pump displayed malfunction code 9, and customer stated that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no recurrence of malfunction code, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.